Event description:
A malfunction alarm was reported on the pump during pumping. The customer's blood glucose level was measured at 8.6 mmol/l, which is within the normal range. The customer received assistance from technical support and successfully loaded a new cartridge, allowing them to resume insulin therapy.